Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited an error code e102 (temperature switch error). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection. Nevertheless, according to the representative's email, the issue was resolved replacing the bulb. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e102 error occurred due to failure of the lamp. Olympus will continue to monitor field performance for this device.